Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audio sound.although the speaker was confirmed to be functioning per specification during testing it was indicated that there was a speaker malfunction with no confirmation if the device was producing audio sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred, it was unconfirmed if the speaker emits sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.